Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2007; 4193 implantable pacing lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was experiencing declining sensing thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.